Manufacturer narrative:
Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining to section g.1 as follows: importer site contact and address: (B)(4) cook medical incorporated (cmi) 1025 acuff road p.o box 4195 bloomington indiana 47402-4195. Importer site establishment registration number: 3005580113. Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
The gpso-7-11 couldn't get in the pancratic duct because the gpso-7-11 distal flap was folded. No side effects to the patient were reported.

Manufacturer narrative:
Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031 information pertaining to section g. 1 as follows: importer site contact and address: ed sutkowski cook medical incorporated (cmi) 1025 acuff road p.o box 4195 bloomington indiana 47402-4195. Importer site establishment registration number: 3005580113. Device evaluation: 1 x gpso-7-11 of lot number c1480630 was returned to cirl for evaluation. It was in a used state and it was returned in its original open packaging. Lab evaluation: 1 x gpso-7-11 of lot number c1480630 was returned to cirl for an evaluation on 1st february 2019. In summary the following observations were made during lab evaluation. No visual defect was observed. A 35 inch wireguide was passed through the stent without issue. Complaint is confirmed as based on customer testimony as the clinical settings that could impact on the functionality of the device cannot be replicated in the laboratory. Root cause (possible): a definite root cause cannot be determined, as the circumstances of use cannot be replicated in the laboratory. A possible contributing factor to the issue encountered may be due to user error. It should be noted that that a 0.025¿ wireguide was used however a 0.035¿ wireguide is recommended as per the product label, it is possible that this negatively affected the ability to pass the stricture as a 0.025¿ wireguide would not offer as much support as a larger 0.035¿ wireguide. As per engineering feedback: ¿the distal flap is designed to fold, it has no bearing on being able to get a stent in to a duct. If the flap could not fold the physician would not be able to get the stent into the endoscope or through the flap protector so it needs to be able to fold.¿ document review including IFU review: a review of the manufacturing records for the device of lot # c1480630 did not reveal any discrepancy related to the complaint issue. The review of relevant manufacturing records, confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is evidence or no evidence to suggest that there are any manufacturing issues associated with lot number c1480630. Prior to distribution all gpso-7-11 devices are subjected to visual and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place in cirl. There is also a 100% visual inspection of the product and packaging at packaging, packaging qc, and post sterile qc. The instructions for use, ifu0055-3 which accompanies this device instructs the user to ¿if any abnormality is detected that would prohibit proper working condition, do not use¿. It may be noted the device label indicates a 0.035¿ wire guide for use with this device and all simulated use testing to date has been completed using a 0.035¿ wire guide. As the smaller diameter 0.025¿ wire guide occupies less space in the lumen of the pigtail stent it is likely that the extent of the curvature of the pigtail will be greater when a 0.025. As per additional information received the user used a 0.025" wire guide. Summary: complaint is confirmed as based on customer testimony as the clinical settings that could impact on the functionality of the device cannot be replicated in the laboratory. As per information provided, the patient did not experience any adverse as a result of this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
The gpso-7-11 couldn't get in the pancratic duct because the gpso-7-11 distal flap was folded. No side effects to the patient were reported.